Event description:
The biomedical engineer (bme) reported that they were having issues with the central nurse's station (cns) having patient data intermittently disappearing with random sectors. They explained that the nursing staff had called them to let them know that the issue with data being missing was only happening with one sector. There is no error on the sector to indicate communication loss or signal loss. It was just blank. They can usually correct it by discharging and readmitting the patient. Technical support (ts) advised them to try to reboot the cns, especially, if it has not been rebooted within the last 90 days. They rebooted the cns, and it resolved their issue. No patient harm was reported.